Event description:
Primary surgery - during the surgery, the surgeon was implanting the glenosphere on the baseplate. Upon insertion of the retaining screw, the screw shaft broke. The head of the screw and approximately 2/3 of the threads was removed with the screwdriver, but the other end of the screw remained implanted in the glenosphere / baseplate junction. After inspecting the fixation of the glenosphere on the baseplate and confirming that it was secure, he elected to move forward with the case. He did not attempt to remove the glenosphere and/or baseplate at this point in order to recover the broken screw threads.

Event description:
Primary surgery - during the surgery, the surgeon was implanting the glenosphere on the baseplate. Upon insertion of the retaining screw, the screw shaft broke. The head of the screw and approximately 2/3 of the threads was removed with the screwdriver, but the other end of the screw remained implanted in the glenosphere / baseplate junction. After inspecting the fixation of the glenosphere on the baseplate and confirming that it was secure, he elected to move forward with the case. He did not attempt to remove the glenosphere and/or baseplate at this point in order to recover the broken screw threads. The glenoid head retaining screw that broke when the surgeon was assessing the retention screw with the non-torque limiting screwdriver. He used the torque-limiting screwdriver first for placement and proper seating, then impacted the head and followed with the non-torque limiting driver to assure that the screw was not maligned in the glenoid head and baseplate.

Manufacturer narrative:
The reason for this primary surgery complaint was due to the screw shaft breaking. The agent was present when the issue occurred near the patient; the device was examined before use and found to be acceptable. Another suitable device was available, and surgery was completed as intended with a 5 minute delay. The surgeon did not indicate whether there was an adverse event or risk to patient. The removed portion of the screw was not returned for examination. The glenosphere and baseplate remain in the patient. The part listed as the main contributor in the complaint is part/number 508-36-101, lot 869c2232, glenoid, head with retaining screw, reverse shoulder prosthesis (rsp) 36 millimeter, neutral. A device history record (DHR) review was conducted for the part. 508-36-101, lot 869c2232, glenoid, head with retaining screw, reverse shoulder prosthesis (rsp), quantity (B)(4), released. There were no non-conforming material reports (ncmrs) in the device history records (dhrs) for the reported component. The critical dimensions relative to the failure mode were reviewed in detail. The 6-32 unified national coarse (unc) threads are 100% inspected with a thread gage on both the baseplate and the screw. The device history record (DHR) evidences that all critical dimensions and specifications were met when the products was released from djo surgical. (B)(4). This does not indicate an adverse trend or unacceptable patient risk. The reverse shoulder prosthesis (rsp) surgical technique instructs the user to position the glenoid head onto the morse taper of the reverse shoulder prosthesis (rsp) glenoid baseplate and then to impact the head with the impactor. Only after verifying that the head is fully seated, is the retaining screw inserted. The retaining screw is tightened with the reverse shoulder prosthesis (rsp) torque limiting driver which is set to limit the torque applied to 20-25 in-pounds. Protocol report, (B)(4), reported test results for the torque required to break an reverse shoulder prosthesis (rsp) retaining screw. Analysis indicated that torque less than 40 in-pounds would not be expected to cause a failure of the retaining screw. The reported surgical method of impacting the head after inserting the screw, and tightening the screw with a manual driver were likely contributing factors in the screw failure. Cross-threading could also contribute to this failure mode. While the root cause cannot be determined definitively, it is most likely that the application of excessive torque, and failure to follow the recommended surgical technique contributed to this occurrence. This reported incident does not indicate an adverse trend. Complaint rates will continue to be monitored through the standard complaint investigation process. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.